Event description:
It was reported that while using bd® connecta¿ stopcock stand-alone there was leakage found. The following information was provided by the initial reporter: "on (B)(6) 2022, it was found that the medicine leakage at the connecta was found during the operation of the patient, resulting in the inability to accurately control the dose of medicines entering the blood. Find out in time and replace with new products. No patient harm was caused."

Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.